Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14807), was submitted on 10-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 10-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011628 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011628 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 10-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 5b00460 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 09-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5b00461 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 10-feb-202, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00441 was manufactured according to the (wi) version 42 and manufactured in the line mp04 and mp08, on 07-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set detachment event on (B)(6) 2025 while sleeping. The patient reported infusion set tubing came apart. No further information available.